Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008.

Event description:
It was reported that intra operatively, the existing lead was interrogated and low impedance was observed. The physician elected to keep the lead and it remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.